Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back reporting same issues, but added that the therapy only worked intermittently, and the only control they have over it is the amplitude, they can only take so much before they get shocked pt stated he still cannot lay on his back without getting shocked. Pt stated that the "active stim" doesn't have the "foggiest" idea what position they are in. Pt mentioned that the pain is so "god awful" they had to go back on pain meds, and they can't even walk, and is also getting shocked when they raise their arm. Pt also stated that they think that it's leaking micro voltage somewhere. Pt stated it feels like hot coals where the implant is in their buttocks. Pt also reported (B)(6) was the worst night ever, and they took all the meds they could without killing themselves, and the next day he woke up pain-free. Pt stated he has an appointment tomorrow and would like to know which rep will be there.

Event description:
Additional information was received. Patient (pt) explained his baseline pain and how he wants adaptive stim to work for him. Pt said his baseline pain feels different when he is standing up bearing weight versus how it feels when sitting. Pt said he has a neuroma in his medial left knee which he has had 30 years (pt used the word: post traumatic) and it's been growing he has had several procedures to try to block and de-nerve-ate it. Pt said: for years he has had significant pain when sitting in a chair. Pt said his biggest concern is the adaptive feature. Pt wants to know his inss adaptive feature is malfunctioning or if there is something else going on. Pt said a month after implant he met with the rep, who ignored the information the pt had collected about his scs experience so far, turned on adaptive stim and pt tried to use adaptive but "things went south" and after 3 days he turned off adaptive because of reasons already reported previously, the position shown on the controller does not match his position or activity, plus he has never seen the mobile icon. Pt expressed great frustration that no one can explain why the settings did not hold or why adaptive stim was not working. Pt does not use adaptive any more, he uses a for sitting (sometimes c), he uses c when he is mobile and b when he is sleeping but pt wishes the adaptive would work on one group and he would not have to switch groups. Pt had some questions about adaptive stim technology and general intellis functionality, consulted with tech and reviewed information with pt. Redirected to work with hcp and rep to communicate the hopes he has for adaptive stim and to check/program in person.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information. Pt repeated stim was going well until adaptivestim (as) was enabled. He said over the last 2 weeks he has completely stopped using as because as is not functioning/recognizing the correct position he is in (said at no time does it show him ambulating). He said he has been trying to find settings on the different channels that he could get some relief from, and is in the ballpark of where he was, but is getting little to no relief and is in pain and doesn't get stim in the areas he before had relief in. Pt mentioned he gets the best results for standing and sitting on c (repeated pain in multifactorial, and standing settings wouldn't work for sitting and vice versa), only used a sometimes, and is never able to get relief from b. Pss had pt check during the call, but he did not have access to parameters other than intensity and as. He said he uses b for sleeping though, and repeated stim shocks him when laying supine. He mentioned at first this would go up his back and arms in this position, but now it is right around ins itself, in his left buttock. He said he needs to figure out if ins/leads are not working or what. He repeated he does not want to work with the rep he has met with in the past. Pss redirected to hcp (pt said he has not met with hcp about ins issue yet) and hcp office to see if he can meet with a rep to check on ins/settings. Pt also mentioned if he should "incur the same result as I did last time" he's "going up the chain".

Event description:
Additional information received. Rep reported only ins was replaced yesterday and will be returned to medtronic for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #267326103:analysis information -- 2022-02-21 10:17:17 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their implant was replaced because they were not getting any pain relief and the event date was at least 4 months before their replacement. Pt stated they were receiving a lot of shock from their previous therapy and the lead became disconnected. Pt stated it took a long time to convince medtronic that the pt needed a replacement and their doctor had to put their foot down. Pt stated manufacturer representative (rep) changed their entire settings to algorithm mode and it quit working entirely. Pt stated the representative was in too much of a hurry to give them attention. Pt stated their hcp dr. Davies tried to coordinate visits with a rep but were not very successful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) explains that he doesn't have consistent pain relief from his implantable neurostimulator (ins) settings. Pt states he has different pain levels when he is reclining and sitting versus upright and mobile, but the pt reports that the ins has never recognized the mobile position in adaptive stimulation (as). Pt states he needs help programming the ins in upright and reclining positions within as, noting that these positions are "sensitive". Pt reports that in the last 3-4 days, he has been getting "pretty good pain relief" in both the sitting and reclining position, as well as upright and mobile, but the pt has to manually set the level of stim. Pt states that he switches between group b and c depending upon his position. Pt states that yesterday and today he has been "very sick, puking his guts out", and that his mobility is limited. Pt confirmed that he was currently on group b, w/ programs 1, 2, 3, 4, but he only had the option to turn the ins off/on, turn as off/on, or adjust the stim intensity.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think that their implantable neurostimulator is faulty.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the pt thought it could be recalibrated but it hasn't. It does not display movement at all. The shocking continues as from day 1 in and around implant. The only way to remedy is to decrease the amplitude when supine. Now only 3 channels work so it must be manually changed. There has been a complete lack of pain relief since10/20. They assigned channel a for sleep, b for sitting, and c for ambulating and walking. But eventually all ceased to benefit them. Several references felt the soft wave was bad. The issue is not resolved. The only intervention is to reduce the amplitude which then limits potential for pain reduction. When it did work it was fantastic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt states his ins was thinking he was reclining or supine tooquickly. The pt was reprogrammed to adjust his angles for sensitivity to movement, and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the cause of shocking was not determined. Rep does not believe it is coming from the battery pocket itself. Patient claims it does not do this when the battery is turned off. It most likely from lead positional changes as it only occurs in certain positions for the patient, like reaching above his head or laying flat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on wednesday, they had adaptive stimulation enabled on their ins. They stated that when they went through trial and had good pain relief. They stated that prior to the adaptive stimulation (as) being enabled they had good relief when they were sitting and standing. The patient stated that after as was enabled it was ¿less than desirable¿ explaining that they didn¿t get good pain relief and the positions were not accurately being recognized on their ins. The patient stated that after troubleshooting on their own they got some pain relief in the sitting position (after not having pain relief in the past 36 hours in this position) but they got shocked from the therapy when they were recumbent or laying on their back at night. They stated that hey just turn the ins off at night and they need the mobile, upright and reclining positions to work under as. They confirmed that they were on group c right now, which had as enabled, but reported that group a provided intermittent relief while standing and walking, but no relief sitting. Group b provided no relief in any position. They noted that the pain was multifactorial. Their hearing didn¿t work well and they lost proprioception in their right knee so their gait wasn¿t good. As was reviewed with the patient as it pertained to labeling and they reported that the as changed positions within 10 seconds when they rechecked the position, noting it was showing the lying down position when they were upright. They tried walking during the call and reported that the position showed they were in the upright position instead of the mobile position, despite waiting several minutes. The patient noted the they got the ¿no device found¿ message with the battery levels being at nearly 100 percent. The patient requested a message be sent to their manufacturer representative (rep) regarding the reported issue. They stated that they tried to reach out to the rep themselves but they had not returned their call.